Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that giving error system failure, primary audible alarm background. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 9/16/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. During the visual inspection of speaker assembly it shows faulty soldering. The speaker assembly was replaced.